Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. According to the investigation, the customer stated problem could not be verified after multiple flow and occlusion tests. Investigation replaced the pump clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old. The root cause of the issue could not be determined, and this issue will be monitored for any increase in occurrence.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump failed occlusion test and had issue with pump clutch. No reported adverse effects.